Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer noticed a shift in troponin t stat results for qc material and patient samples when they switched reagent lots. The samples were tested on cobas e601 serial number (B)(4). She stated she was seeing a negative bias on the low end of the testing range and a positive bias on the high end of the testing range. Of the data provided for 10 patient samples, the results for four samples were discrepant. Patient 1: new lot 18444301: 8.640 ng/ml old lot 18070501: 6.63 ng/ml patient 2: new lot 18444301: 0.098 ng/ml old lot 18070501: 0.08 ng/ml patient 3: new lot 18444301: 2.090 ng/ml old lot 18070501: 1.70 ng/ml patient 4: new lot 18444301: 0.023 ng/ml old lot 18070501: 0.03 ng/ml. It was unknown which result was correct. The customer stated some patient results from the old reagent lot were reported out and some from the new reagent lot were reported out. No information was provided to determine which specific results were reported. No corrected reports were issued. No patients were adversely affected. The customer declined a service visit as she felt it was a reagent lot issue. The investigation found lot 180705 was the cause of the issue and recovered lower than lot 184443. No specific cause for the lower recovery was found. There was no risk related to this issue as there was no violation of the standardization or final quality release specifications.